Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set tubing was leaking on 30-may-2024, 04-jun-2024, 05-jun-2024. The blood glucose level of the patient was 400 mg/dl for one event and 300 mg/dl for second event.. Moreover, the issue occurred with three similar types of infusion sets used for 36 hours, 12 hours, 24 hours for all events. No further information available.